Manufacturer narrative:
Additional manufacturer narrative: multiple requests for additional information have been performed; however, the healthcare provider has not provided any additional details regarding this event. The device has also not been returned for evaluation. Although the reason for the explant is unknown, there has been no allegation of product malfunction contributing to the event. The reported event cannot be confirmed with the available information. The root cause of this event remains indeterminable. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was learned that a bioprosthetic valve, implanted in the tricuspid position for approximately for 10 months, was explanted due to unknown reasons. The explanted device was replaced with another edwards valve. No other details available.

Manufacturer narrative:
(B)(4). Endocarditis is an inflammation of the inside lining of the heart chambers and heart valves. Endocarditis is usually the result of a blood infection as bacteria or other infectious substances enter the bloodstream and travel to the heart, where they can settle on heart valves. Endocarditis can potentially lead to disorders such as severe valvular insufficiency and regurgitation. Patient risk factors for developing endocarditis include intravenous drug use, central venous access lines, prior valve surgery, recent dental surgery, rheumatic fever, and weakened valves. Existing heart disease and abnormalities increase the likelihood of developing endocarditis. Patients who have had an episode of endocarditis before valve replacement surgery have an increased risk of infection of the prosthetic material as the original infection may not have been adequately treated. The medical records show that this patient has a history of endocarditis and IV drug abuse. It has been determined that the root cause of this event was due to patient related factors.

Event description:
It was learned that a bioprosthetic mitral valve, implanted in tricuspid position approximately for 10 months, was explanted due to recurrent endocarditis with stenosis. It was noted that there were abundant vegetations. The source of infection was methicillin-resistant staphylococcus aureus bacteremia. The explanted device was replaced with another edwards mitral valve. Tee showed a tiny perivalvular leak only and otherwise, excellent seating of the valve with good function. The patient was discharged on pod #15.